Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is changing his infusion set and can not make it through the rewind sequence. It was also reported that the customer had a block on his insulin pump. Customer's blood glucose reading was 128 mg/dl. Nothing further reported.